Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, it was reported the customer received a minimum fill notification during the load process. Reportedly, the cartridge had been filled with 100 units of insulin. There was no reported adverse impact to the customer's blood glucose level during these events. The customer declined troubleshooting with tandem technical support.